Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a failed volume test at 18.5 ml and 18.6 ml, when the optimal range should be between 18.8 and 21.2 ml. Per reporter, they switched between sets and the pump still failed the volume test. Per reporter, the event occurred during testing, there was no physical damage reported and there was no patient involvement.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was unable to be confirmed. The probable root cause could not be determined.